Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable low elecsys probnp ii immunoassay results for an unknown number of patient samples. The results were questioned due to a delta check from the previous result. When repeated, the results were in the expected range. The patients were in a clinical trial and the pro bnp results were expected to increase over time. Of the data provided, only the results for three samples were discrepant. Sample a initial result was 14.43 pg/ml and the repeat result was 801.3 pg/ml. On (B)(6) 2017, sample b initial result was 14.53 pg/ml and the repeat result was 2149 pg/ml. On (B)(6) 2017, sample c initial result was 9.15 pg/ml and the repeat result was 478.2 pg/ml. The results were reported to the client for the clinical trial. There was no allegation of an adverse event. The reagent lot number was 227748. The expiration date was requested but was not provided. All qc results were acceptable. All other assays used by the customer had no issues. The field service representative checked the analyzer and found some adjustments were outside of the specifications. Analyzer performance testing was performed.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes were the sample tube used by the customer as it had an inner diameter smaller than recommended for use on the cobas 6000 e 601 module and the non-use of tube adapters. The probe tip may touch the inner wall of the tube during the sample pipetting and too little sample could be pipetted. Alarms were found in the analyzer alarm trace that indicated this. Review of the provided calibration and qc data did not indicate any issues.